Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in delivery of several inappropriate shocks in more than one episode. Review of stored device memory noted tachycardia therapy was exhausted in one of the episodes. Boston scientific technical services (ts) reviewed the episodes and discussed the t-wave oversensing occurred due to reduced r-wave amplitude measurements and discussed how and when the device stores templates. No adverse patient effects were reported. This product remains implanted and in service.